Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving prialt, 25 mcg/ml concentration at 10.007 mcg/day dose via intrathecal drug delivery pump for non-malignant pain, failed back surgery syndrome and spinal pain. It was reported that the pump would be revised/relocated to the patient's left buttock today due to dull pain in the pump area that had been occurring "for years/since implant". Patient had to give up hockey because of the pain per the rep. No further complications were reported.